Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2015 with the following findings: a review of the black box data showed call service (064) alarms associated with high force due to occlusions. During testing, the pump performed the ez prime steps with no call service alarms. The pump was exercised for 24 hours with no alarms. The pump cover was opened and no defect was found. The complaint was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4) .

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.